Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, noise resulting in oversensing and inappropriate antitachycardia pacing was noted on the right ventricular (rv) lead. Technical support was contacted, and rv lead damage was suspected. The rv lead is currently being monitored. The patient was stable following this event with no adverse health consequences.